Manufacturer narrative:
Additional information: b3, b5, h3, h6.

Event description:
Additional information was received on 11/3/2025: during a labral repair procedure on 10/23/2025, the faulty ar-3636 knotless 1.8 fibertak was removed. No components broke inside the patient. The procedure was successfully completed using a new ar-3636 knotless 1.8 fibertak without further issues. The case proceeded without delay, and no additional anesthesia was required.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process and/or improper bone preperation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/24/2025, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak did not properly lock when completely tensioned. This was discovered during a procedure.